Event description:
The unit overfilled a final container. This was based on the 1000ml container appearing to the user to be very full "bursting at the seams" when the unit had been programmed to deliver 1000ml. The caller did not know the volumes programmed on each station, only the total volume. The bag was the first one of the day to be compounded. The user stated that the transfer set had not been prestretched and the rotors had been turned. There were no alarms. No pt involvement. The unit was swapped out at the request of the user.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.